Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an alternative continence device on (B)(6) 2017 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated it was not an ams/bsc sling.

Event description:
It was reported that the patient had an unknown sling implanted on an unknown date. The patient was implanted with an alternative continence device on (B)(6) 2017 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.